Manufacturer narrative:
There was no button error alarm noted. The pump had no button response due to corroded keypad traces. The displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test were unable to be conducted due to no button response. The pump had broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 469mg/dl. The customer treated with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.